Manufacturer narrative:
The investigation into the reported automated impella controller (aic) purge disc/flag issues has been completed. Review of data logs is not relevant to this complaint as the clinical staff only reported that the aic had a broken purge clip. The returned console was examined arrival and the purge disk retainer on this console was confirmed to be broken. The root cause of the reported event was determined to be the broken purge retainer.

Event description:
The complainant reported a broken purge clip on the automated impella controller (aic). There was no reported patient harm.